Event description:
It was reported that technical services (ts) was consulted and reviewed stored data for a suspected ventricular fibrillation (vf) episode for this cardiac resynchronization therapy pacemaker (crt-p). Ts was unable to conclusively determine if it was a vf episode or there was oversensing of noisy signals for the right ventricular (rv) lead. The rhythm spontaneously terminates on its own. Additionally, ts noted there was some undersensing, which suggests it was a vf episode. This device remains in service. No adverse patient effects were reported.